Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately a few days post filter deployment, computed tomography performed for abdominal pain. The study showed that no specific pelvic inflammatory process and inferior vena cava filter was present. Approximately four years later, computed tomography performed for right upper quadrant pain. The study showed that inferior vena cava filter was positioned below the level of renal veins. Some of the filter struts have penetrated through the inferior vena cava wall into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2016).

Event description:
It was reported through the litigation process that the filter struts perforated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The current status of the patient is unknown.